Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3829 showed no similar product complaint(s) from this lot number.

Event description:
It was reported at 10:00 on (B)(6) 2021, during PICC catheterization under b-ultrasound guidance for the patient, the patient felt abnormal pain at the puncture point during insertion into the sheath through the guide wire and withdrew from the sheath. The gray trocar edge of the sheath was found to be irregular and burr. The patient immediately replaced another central venous catheter through peripheral intubation and used it normally.